Event description:
It was reported there was decubitus at the extension site. Impedance testing was noted, but no results were provided. A revision was required and the extension decubitus was solved. The patient was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, lot# unknown, product type: extension. (B)(4).

Manufacturer narrative:
The manufacturing site ID was previously reported as 3007566237. Additional review indicates the correct manufacturing site ID is 9614453.